Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
These events occurred during an unspecified date in (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of amia automated pd sets with cassette experienced a connection issue with the protective pulling ring caps. An unspecified quantity of protective pull ring caps was reported to be loose on the patient line of cassettes which resulted in a disconnection of the cap from the patient line. The disconnections were discovered during setup for peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.